Event description:
On 01/11/07, nellcor received a report where it was claimed that the cuff on the device is filling up with water during use on a patient. This report is associated to the second occurrence on 2936999-2007-00015.

Manufacturer narrative:
The sample associated to this report is not available for investigation.